Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the patient presented via remote transmission. Review of transcripts revealed patient continued to have right ventricular lead noise. The patient then presented in clinic on (B)(6) 2021 and device interrogation confirmed lead noise. The noise was not reproducible with isometrics or pocket manipulation. The patient was stable and the lead would be explanted in the future.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
New information noted that the lead was explanted and replaced. The patient was stable post procedure.

Event description:
New information noted that the patient presented via remote transmission. Review of transcripts revealed patient continued to have right ventricular lead noise. No intervention was performed. Patient would be monitored.

Event description:
New information noted that patient did not report any symptoms. No intervention was performed. Patient would be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented via remote transmission. Review of transcripts revealed over-sensing episodes due to right ventricular lead noise. Lead integrity issues were suspected. No intervention was performed at the time.